Event description:
It was reported by service report that the bed functions were erratic. The bed's main power supply was not functioning correctly. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.